Event description:
In 2008, the patient's wife reported that the pt is experiencing erratic blood glucose readings of 68-400 mg/dl. She stated that the pt keeps very busy and has a stressful schedule. She stated that sometimes he skips meals and other times he goes to parties. The wife reported that she saw an air bubble in the patient's insulin cartridge during the time period of erratic blood glucose levels. The wife was educated on the proper procedure for inserting the insulin cartridge into the infusion device and she was advised to use room temperature insulin. The pt was not experiencing air bubbles at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.